Event description:
It was reported that a spectrum pump constantly alarmed door not fully latched, it was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarms caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.